Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. When the pump was returned to mmdg the pump under infused. The pump motor and roller were found to be covered in debris, which restricted their movement and resulted in the under infusion. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump had an error code, wouldn't hold a charge and had a loud motor. When the pump was returned to mmdg for evaluation, the pump was found to under infuse. The initial reporter stated that the complaint had been found during testing and that no patient was affected. The under infusion was discovered at mmdg. (B)(4).